Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2017 which performed as expected.

Event description:
On (B)(6) 2017, it was determined that a european german customer site event was reportable, when tested on a galileo neo instrument on (B)(6) 2017 and (B)(6) 2017 for a single patient.